Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products.

Event description:
On 04-sep-2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with 0,5 ml of rha 2 in the lips (0,4 ml in the upper lip and 0,1 ml in the lower lip). The patient had no prior aesthetic treatment or relevant medical history. Immediately after the injection, the patient experienced a lower lip blanching with a slow and incomplete capillary refill. The injector assessed an arterial occlusion and performed a first course of hyaluronidase 1500 iu in 6 ml of saline solution, vigorous massage and warm compresses application. The local medical expert was contacted by the injector and recommended subsequent injections of hyaluronidase using 2 ml of saline solution + 1 ml of lidocaine. The injector performed an intramuscular injection of corticoids (urbason 40 mg) and prescribed an antiplatelet agent (acetylsalicylic acid 500 mg). 45 minutes later, the capillary refill remained slow, the injector performed a second course of hyaluronidase 1500 iu in 2ml of saline solution with lidocaine and continued massaging. 45 minutes later, the capillary refill remained slow and a third course of hyaluronidase 1500 iu in 2ml of saline solution with lidocaine was performed. 40 minutes later, the capillary refill was confirmed at 2 seconds and the injector prescribed an antiplatelet agent (adiro 100 mg for 6 days) and a topical antibiotic (mupirocin for 6 days). Considering the seriousness of the diagnosis, the case was considered as reportable. The next day, a good capillary refill was confirmed by the injector. On 03-sep-2025, we were informed that the symptoms completely resolved and the case was considered closed.